Event description:
In 2008, a clinical incident involving a turbovac 90 with integrated cable was reported to arthrocare corporation. During the surgery, it was reported the electrode had detached from the tip of the turbovac 90 wand and may still remain in the patient.

Manufacturer narrative:
It was reported the device will not be released to the manufacturer for investigation. Since the device is not available for investigation and the lot number was not known, a complete investigation could not be performed.